Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex artery. The 2.75 x 15 mm zeta stent delivery system (sds) was advanced into the guiding catheter; however, resistance was noted, and the stent struts flared. During removal of the sds, resistance was noted with the guiding catheter again. A new stent was used to complete the procedure, and there were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: abt. Sheath: 6f radial. Evaluation summary: evaluation of the returned stent delivery system (sds) found contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There was no damage noted to the stent implant as reported. There were two kinks in the hypotube 15.7cm and 8.3cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. However the reported resistance was unable to be confirmed as the sds was advanced through a new guiding catheter and there was no resistance noted. The sds was removed from the guiding catheter without any resistance noted. A search of the lot history record indicated no nonconformances for this lot. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.